Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia, also alleged for incorrected time in pump. The customer reported low blood glucose value of 69 mg/dl and reduced to 52 mg/dl while performing troubleshooting, blood glucose value of 270 mg/dl. The reported hypoglycemia was treated by taking customer to an emergency medical service dispatched with glucose tab, regular coke and metformin diabetes. The reported hyperglycemia was treated with bolus. The event involved products mmt-1884, mmt-7040a, mmt-242a and mmt-332a. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.